Event description:
It was reported that a revision surgery was performed due to loosening of the stem.

Manufacturer narrative:
(B)(4). The associated complaint devices were returned and evaluated. A visual inspection of the returned devices revealed the devices resemble typical explants. A review of the complaint history shows no prior complaints for the listed lots. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A dimensional analysis of the anthology stem and oxinium revealed the devices are within drawing print specifications. A dimensional inspection was attempted on the liner; however damage and wear of the device would not allow for accurate measurement. An evaluation performed by our research lab noted bone on-growth visible on the porous coated region of the stem and scratches visible on the neck, beneath the taper region. Signs of damage which would directly indicate loosening, such as burnishing, were not visible on the femoral stem. Damage was visible on the articulating surface of the liner potentially due to normal wear during contact in vivo. Damage was visible on the articulating surface of the femoral head, potentially caused by third-body debris. Based on the analysis conducted the damages on the femoral head and liner potentially due to third-body debris indicate loosening, however, the exact cause of stem loosening was unable to be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.